Event description:
The hcp reported the patient had been experiencing withdrawal symptoms including increased spasticity, a low grade fever, and itching. The patient was treated with supplemental oral baclofen, a bolus and increase in the rate, "side access port trial", and a pump replacement. After the replacement surgery, the patient is reported to have recovered without sequela.